Event description:
Additional information received indicated the ble issue was due to premature battery depletion at implant. The issue was noted during the implant procedure on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of failure to interrogate and premature discharge of battery were not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Corrected data: d6a and d6b (initial and explant dates) should not have been included as this was an initial implant procedure.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that when the implantable cardiac monitor was placed, there was no bluetooth (ble) telemetry when interrogation was attempted. The icm was explanted and a new icm was successfully implanted. Further information was requested but not received.